Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone17.1 cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to the emergency room with hypoglycemia. The patient's blood glucose level dropped to 108 mg/dl while wearing the pod between 36 and 48 hours. The patient began feeling as if they were going into cardiac arrest. The patient's husband called 911 and injected the patient with glucagon. At the ER, the patient had an EKG, ECG and chest xray done. The patient was diagnosed with having a panic attack and prescribed antibiotics for pneumonia. The patient was discharged after 5 hours.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin. Inspection of the patient history buffer (phb) data showed that the automated glucose control (agc) algorithm functioned as intended and was able to appropriately adapt to changes in estimated glucose values (egvs) and user inputs.